Event description:
International complaint received from affiliate. Customer reports leak tubing (area not specified) during patient use. No patient injury or medical intervention was required. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 27 2007. A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted. The code reported by int'l affiliate was listed as a2n3371, lot unknown. This code is manufactured in another country and is only distributed in foreign country. This medwatch was filed for the us code, which is the same as or similar.